Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter (pm) on the tubing in a large volume infusor. The pm was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the lot was manufactured from october 28, 2019 - october 29, 2019. The actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed a dark brown particle, measured 0.20 square mm, embedded in the material of the tubing line. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was subsequently identified to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The reported condition of particulate matter was verified on the returned sample. The cause of the condition is related to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.